Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to a corroded motor home switch. Unable to perform prime, displacement, basic occlusion or excessive no delivery tests due to motor error alarms. A cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case was noted during visual inspection.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 800s mg/dl; the customer was treated with an insulin drip. The caller mentioned that the insulin pump also alarmed motor error, and the screw part where the reservoir goes was sticking out. Troubleshooting was performed, and no damage to the drive support cap noted. It was stated that the customer was taken to the emergency room in an ambulance and then to the intensive care in another ambulance. No further information was provided.